Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead explant procedure. Prior examination of the patient's rv lead reveal an unspecified abnormal electrical parameter. During the procedure, the rv lead was found to be stuck to the right atrial (ra) lead. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.